Event description:
Additional information stated the patient received assistance from their doctor or representative on 2013 (B)(6) and their concerns were resolved.

Event description:
It was reported the patient was having a problem with her bladder. It was stated the patient started having problems emptying her bladder the day prior to report around 6pm. The patient said drinking water was not helping with the urine flow. The patient was redirected to her doctor. It was reported the patient had a loss of therapeutic effect. It was stated she did not know it at the time, but her therapy was turned off. The patient went to the emergency room because she could not empty her bladder. In the ER the patient had a catheter put in and she tested negative for any infections. The patient turned therapy back on while the catheter was still in place and ¿peed all the time¿ so she turned the therapy back off until she could have the catheter removed. The patient was on program 3 for a while and it was helping a little bit but she still had symptoms. On program 2 the patient did not have a lot of symptom relief. She stated she had a very tiny bladder. The patient was set on program 3 at 4.0 volts and stated she was still peeing a lot. The patient could feel stimulation at 2.1 but it was not high enough. The patient adjusted to 5.0 and could feel it more in her rectal area and decided to leave it there. The patient was redirected to her healthcare provider.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the cause of the event was that the patient was out of town and left their programmer unit at home. It was noted that reprogramming was performed at an out of town hospital. No hospitalization was required due to the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v699317, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: programmer model 3037, serial # (B)(4), (B)(4).